Event description:
A complaint was received that reported that the complainant's family member was admitted to an ICU and the physician thinks it is because of the glucometer dex system. The complainant stated that the dex gave a reading of 40 mg/dl while a competitive system (method unknown) gave a result of "hi". It is unknown what the hi is equated to. However, it was assumed that the blood glucose value represented by the hi was signficantly more than a 40 mg/dl. While on the phone a review of the system was conducted. "The was using test sensor 1a911aa expiry dated 8/2002." Electronic checks were conducted and were satisfactory. The customer stated that the display window appeared to be "cloudy". A request was made to return the system for eval. In the meantime a replacement system was provided.